Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a herniated reservoir. A surgical procedure was performed, during which the reservoir was removed and replaced. No patient complications were reported.